Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on (B)(6) 2015, on behalf of the foreign patient to report that on (B)(6) 2015, the sensor wire broke. Sensor was inserted at the abdomen on (B)(6) 2015. No additional event or patient information is available.